Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 151 and blood glucose was 34 mg/dl and believes differences may be due to transmitter. Customer also reported to have had a bent cannula. Customer reported that due to job, sensor sometimes gets pulled out. Customer was not transferred to helpline. Unsuccessful attempts were made to contact customer for further information.